Event description:
Customer reported via phone call that there is a calibration error. The blood glucose readings were low. Customer also states that the blood glucose and sensor glucose readings were off. The blood glucose reading at one point was 44 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per specifications with accurate readings.